Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump suspended insulin delivery because he had a low glucose warning. He later reported that his blood glucose reading was 486 mg/dl upon waking. He stated that in the night, he did not check his blood glucose reading and took a few glucose tablets. He reported that his blood glucose reading was not really high when the sensor indicated that he was, and he requested its replacement, declining troubleshoot for the issue. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with to accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.